Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in an adult female patient who received essure for sterilisation. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up received on 14-dec-2016: quality safety evaluation of ptc was provided. Ptc global number is (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, is regarded as anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because a device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in an adult female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hips pain"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual cycle changed"), abnormal uterine bleeding ("abnormally heavy bleeding"), hypersensitivity ("allergic reactions") and mood swings ("mood swings") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal along with fallopian tubes). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, abnormal uterine bleeding, hormone level abnormal, hypersensitivity and mood swings outcome was unknown. The reporter provided no causality assessment for abnormal uterine bleeding, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, menstrual disorder and mood swings with essure. The reporter considered abdominal pain to be related to essure. The reporter commented: after this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2022: quality safety evaluaton of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen'). In an adult female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("hips pain"), headache ("head pain"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("menstrual cycle changed"), abnormal uterine bleeding ("abnormally heavy bleeding"), hypersensitivity ("allergic reactions") and mood swings ("mood swings"). And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal along with fallopian tubes). Essure was removed. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, abnormal uterine bleeding, hormone level abnormal, hypersensitivity and mood swings outcome was unknown. The reporter provided no causality assessment for abnormal uterine bleeding, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, hormone level abnormal, hypersensitivity, menstrual disorder and mood swings with essure. The reporter considered abdominal pain to be related to essure. The reporter commented: after this treatment, several physical complaints developed. In the meantime, patient has had follow-up treatments. And the xenobiotic material has been removed. Because of the complaints, patient is being impeded in her normal daily functioning and patient is suffering from injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-jan-2017, for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality safety evaluation of ptc: ptc global number is (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. No specific quality issue was defined. Therefore, no meddra llt can be provided. As a product quality defect could not be confirmed, but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2022, adverse event: "xenobiotic material removed" changed to "severe (chronic) pain in the abdomen", also "back pain", "hips pain", "head pain", "extreme and chronic fatigue", "memory loss", "concentration problems", "menstrual cycle changed", "abnormally heavy bleeding", "hormonal problems", "allergic reactions", "mood swings". Added to the case: reporter added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 12-jan-2017: (B)(4) received. No new information received. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered potential legal case. This event, considered as device medical removal, is regarded as anticipated in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because a device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No further information is expected.